Event description:
(B)(4) trial. It was reported that subsequent to a stenting treatment procedure, the patient experienced restenosis and a myocardial infarction. In (B)(6) 2011, a cardiac catheterization procedure revealed a 90% stenosed lesion located in the right posterior descending artery (r-pda) with a reference vessel diameter of 2.50mm and a lesion length 20mm. The lesion was predilated with an unspecified balloon and 3.00x24mm promus element stent was deployed, resulting in 15% residual stenosis. In (B)(6) 2011, the patient presented with a myocardial infarction and was hospitalized. Angiography revealed 80% in-stent restenosis of the promus element stent. An unspecified balloon catheter was advanced for angioplasty, followed by the deployment of an unspecified drug eluting stent, resulting in 5% residual stenosis. The event was considered resolved and the patient was discharged 2 days later without further complications.

Manufacturer narrative:
(B)(6). Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).